Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A philips software engineer noted if a certain sequence of actions occurred the device reports" can not analyze" every time and not giving shock advised or no shock advised result. There was no patient involvement.